Event description:
It was reported that there was a pump malfunction, identified by malfunction code 9. There was no known impact to the customer¿s blood glucose level, as the customer declined to provide details. Technical support assisted the customer in resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support again if any malfunction codes recur.